Event description:
It was reported the device was used during and interstitial laser coagulation. It was reported the lf001 was used during the initial procedure (performed by the surgeon) without incident. No complications were observed at the time. Due to continued bleeding postoperatively, a follow up (transurethral) resection of the prostate was performed by the surgeon and the surgeon found a portion of the lf001 fiber in the prostate tissue. The fiber portion was removed during the transurethral resection of the prostate procedure.